Manufacturer narrative:
\Physio-control evaluated the defibrillation therapy electrodes used during the event and was unable to duplicate the reported issue. The defibrillation electrodes were visually examined and examined by x-ray and no discrepancies were observed. The cause of the reported issue could not be determined. The device was returned to the customer for use.

Manufacturer narrative:
Additionally, the patient was described as being "lightweight".

Manufacturer narrative:
(B)(4). Physio-control evaluated the device but could not verify the reported issue. There were no electronic patient records from the reported event. Proper device operation was observed through functional and performance testing. The device will be returned to the customer for use.

Event description:
It was reported to physio-control that the customer's device was used by a first responder to resuscitate a patient in a parking. The device would not recognize a patient connection when the electrodes were applied, but continued to prompt 'connect electrodes'. An ambulance then arrived within 4 minutes and the ambulance crew continued treatment of the patient with their own defibrillator. The ambulance's defibrillator was used to shock the patient. The patient had rosc and was transferred to the hospital. It was later reported that the patient had expired. It is unknown if the reported issue contributed to the death of the patient.